Event description:
The customer was hospitalized for hyperglycemia. It was indicated that the customer was wearing the pump and the continuous glucose monitoring system when they were hospitalized. The contact stated that since the event, the customer is currently off the devices. It was stated that the contact was instructed to have the customer call back to troubleshoot. No further details.